Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the available information, the cause of the reported right coronary artery occlusion appears to be procedure related. However, the cause of the reported mitral valve tissue injury could not be determined. The reported heart failure is likely cascading effect of the reported occlusion and/or the right coronary artery. The reported unchanged mitral valve insufficiency/regurgitation (mr) appears to be a cascading effect of the reported mitral valve tissue injury. The cause of the reported death could not be determined. The reported difficulty visualizing the clip appears to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. The reported patient effect of tissue injury, heart failure, embolism, mr, and death are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted on the anterior-2-posterior-2 (a2/p2) position. A complete occlusion was visualized on the right coronary artery so a balloon angioplasty was performed to restore the blood flow. A second mitraclip was attempted but was unable to grasp the leaflets. It was challenging to visualize the clip; the clip was removed from the patient and the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays reported. It was reported that the patient continued to deteriorate and was declared deceased on (B)(6) 2026. The documented cause of death was noted as heart failure.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted on the anterior-2-posterior-2 (a2/p2) position. A complete occlusion was visualized on the right coronary artery so a balloon angioplasty was performed to restore the blood flow. A second mitraclip was attempted but was unable to grasp the leaflets. It was challenging to visualize the clip; the clip was removed from the patient and the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays reported. It was reported that the patient continued to deteriorate and was declared diseased on (B)(6) 2026. The documented cause of death was.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.